Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the touch screen needed to be calibrated. Therefore the fse performed the calibration and cleaned the screen with an alcohol wipe. The unit passed performance tests according to service manual. Device was returned to customer and cleared for clinical use.

Event description:
It was reported during daily inspection that the cardiosave intra-aortic balloon pump (iabp) unit had touch screen failure. There was no patient involvement reported.